Manufacturer narrative:
(B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device got hot. There was no delay to the surgical procedure as an identical spare device was available for use. It was also reported that there was no visual damage noticed prior to use and no person was burnt. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.